Event description:
Clinical trial. It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt developed coronary artery stenosis and a coronary artery bypass graft (CABG) procedure was performed. The index procedure treated one 2.5x20mm, 80% stenosed target lesion in the proximal lad (left anterior descending). Treatment consisted of predilation and placement of a 2.5x24mm taxus liberte study stent, resulting in 10% residual stenosis. The pt was discharged one day post procedure on asa and clopidogrel. The pt returned five years post procedure with a positive stress test and was hospitalized. A CABG of the proximal lad, mid lad, 2nd diagonal, 2nd obtuse marginal, 1st obtuse marginal, and mid right coronary artery was performed. The pt was discharged five days post reintervention, with the event resolved with no residual effects.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.